Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during surgery, the stapler was difficult to shut and the stapling and cutting were of poor quality. The suture was not successful and the surgeon also noticed a deformation of the jaws. He had to convert the intervention to an open surgery.